Manufacturer narrative:
Additional information: patient information and manufacture date. Patient weight not available from the site.

Manufacturer narrative:
Patient identifier and weight not available from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced in the system. Device manufacturing date is unavailable at the time of filing.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while verifying instruments and caused no delay to the surgery. It was reported that the instruments were tracking intermittently during verification. When covering up a sphere on the reference frame, tracking improved. The reference frame was replaced, and the issue was resolved. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: device manufacture date provided.